Event description:
A trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (age and weight unk). According to the complainant, the "tip of the basket popped off" during the procedure. "The physician completed the procedure at a later date [date unk] with a different device [device and manufacturer unk]." At the conclusion of the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be required for evaluation. A device analysis can not be performed; therefore, the relationship between the device and the reported event is undetermined. The november 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.